Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported gastrointestinal bleeding could not be conclusively determined through this evaluation. It was reported that the patient experienced gastrointestinal bleeding (gib), acute blood loss anemia, and melena. The patient also had hepatic steatosis. The patient had a nuclear medicine (nm) scan which did not identify a bleeding site. On (B)(6) 2020, the patient had a meckel's scan which was negative. Hemoglobin and hematocrit (h&h) were stable; ok to discharge home. If bleeding recurs, then plan is anticoagulating with heparin and conducting double balloon enteroscopy per gi. Plan of care: serial h&h checks to remain stable. The device operated as intended. Patient status stable for discharge. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they expired on (B)(6) 2021. No product is available for investigation. Review of the device history records for (B)(6) showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 15nov2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed

Event description:
It was reported that patient was admitted for gastrointestinal bleeding (gib) on (B)(6) 2020. Patient had acute blood loss anemia, melena, hepatic steatosis without cirrhosis, but no documented varices on (B)(6) 2020 esophagogastroduodenoscopy (egd). Patient had gib on (B)(6) 2020, which was likely secondary to arteriovenous malformation (avm) per prior extensive gi workup. Nuclear medicine scan showed no bleeding site identified. Patient had hepatic steatosis but no documented cirrhosis or varices so no octreotide. On (B)(6) 2021, patient's scan was negative. Hemoglobin/hematocrit was stable; patient was okay to be discharged home. If bleeding recurs, the plan was to perform anticoagulation with heparin and conducting double balloon enteroscopy. Device operated as intended. Patient status stable for discharge the plan of care included serial hemoglobin/hematocrit checks to remain stable.